Event description:
Additional information was received which noted that the rv impedance measurements were also high. The ra noise could not be reproduced; however, the rv noise could be reproduced with patient movements. In addition, there was loss of ra and rv capture noted. Further troubleshooting options were discussed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the right atrial (ra) and right ventricular (rv) channels. The ra and rv leads were non-boston scientific. The rv noise was oversensed and inhibited pacing, which caused the patient some minor dizziness. The ra impedance measurements intermittently increased to greater than 3000 ohms. The noise on the ra channel appeared to be oversensing from the minute ventilation (mv) signal. This feature was programmed off and the mv noise resolved. Pocket manipulation and isometrics were performed which reproduced the noise on the ra and rv channels. In addition, the left ventricular (lv) impedance measurements intermittently increased to above 3000 ohms. It was suspected that the ra lead had an intermittent short or fracture. All other noise signals had been resolved. No interventions were planned or performed, and the patient would continue to be monitored. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received which noted that the patient continued to have symptoms. A surgical revision was performed. Lv noise, loss of lv capture, and lv impedance measurements of greater than 3000 ohms were observed via the pacing system analyzer (psa). Fluoroscopic imaging did not reveal any damage to the lv lead; however, a lead fracture was suspected. The device was explanted and replaced. No additional adverse patient effects were reported.